Manufacturer narrative:
Findings: pump received with all operating currents within specification and passed all functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's fiancé reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 450 mg/dl. The customer was sent to the hospital and took him to the doctor. Customer's fiance was told by the doctor to get a new pump. Customer's fiancé denies troubleshooting for high blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.